Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, front cover, and tank cover. Outdated pcb and power switch. During the evaluation of the device it was found that the pcb won't let you adjust the temperature. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system was unable to calibrate the temperature. The device did not alarm. This product problem was observed during testing. There was no patient involvement.